Event description:
In this event, it was reported that a pt experienced an electrical shocking sensation during use of an aseptico endo otc motor; no injury resulted.

Manufacturer narrative:
The device in question may have caused the sensation, or it may have been the result of static electricity or other factors. Though there was no report of injury, because device eval results are not available as of this MDR eval, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly if the device was used with a pt implanted with a pacemaker. Therefore, this event is reportable per 21 cfr 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.